Event description:
The manufacturer received information alleging a "ventilation service required" error occurred multiple times. There was no harm or injury reported. The device was evaluated, and the reported issue was confirmed. The proportional valve was replaced to address the reported malfunction/issue. Additionally, final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.